Event description:
Revision surgery due to joint instability.

Manufacturer narrative:
Since the revision surgery was performed three days after the primary surgery, and the size 11 stem femoral hip was replaced by a size 17, it appears that the root cause of the revision was the surgeon's initial size selection, and not a product problem. No product is being returned for evaluation. Additional information will be submitted if it becomes available. This is the final report.